Manufacturer narrative:
Other applicable components are: product ID 3889-33. Lot# va0tfcw. Implanted: (B)(6) 2015 explanted: product type lead. See also manufacturer¿s report # 3004209178-2017-21141 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had revision surgery because their ¿leads popped out¿. It was noted that the device was not working (no stimulation) and had kept programming but it was still not working. X-rays were taken that showed, for some reason, the leads had popped out which was the reason the patient had no stimulation. When asked, the patient stated the date of the occurrence was unknown. There were no further complications reported or anticipated.